Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, product type programmer, physician; product ID neu_unknown, product type unknown; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v628484, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that a loss of therapeutic effect. The patient doesn't feel stim. Regarding when the patient noticed this, the patient stated: "it's been awhile since I used this thing." The patient stated"at night I'm having problems." Regarding when the patient noticed that, the patient stated "it's been awhile." The patient wanted to "up it" a little, regarding her patient programmer. A problem with the patient programmer was reported. The patient was not able to make adjustment both with or without antenna attached. Regarding the programmer, would not do telemetry with or without antenna. Prime cell. No patient harm reported. The patient changed the batteries yesterday but it did not resolve the issue. Redirected caller to repair department. The next day it was reported that the patient received the new patient programmer today but she was having the same problems communicating with patient programmer with or without antenna. The new patient programmer would not communicate with old antenna and patient was getting the same message. Patient services ordering antenna and recommended the patient contact her hcp (healthcare provider) office to check device. The patient reported broken external antenna. The patient also noted she gained some weight. The patient did not have fall or trauma. The patient was having upper back pain for awhile. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.